Event description:
Boston scientific received information that this implantable right ventricular lead detected noise on the pace/sense channel, causing oversensing during the past year. These episodes of oversensing lead to pacing inhibition of greater than two beats. Noise could be reproduced on deep inspiration in the sitting up position. Originally, sensitivity was in nominal with vf zone at 220. The device was reprogrammed to least sensitivity and no noise could be reproduced. Zones changed for vf to be 250bpm, duration extended. Vt zone at 180bpm, duration 5 seconds. Patient has own underlying rhythm. Patient plans to attend follow-ups accordingly. No adverse patient effects reported.

Manufacturer narrative:
Additional information received noted that the pace/sense portion of this lead was capped while a new competitor right ventricular pace/sense lead was implanted. The device was also explanted as the device was nearing elective replacement indicator (eri). The device will not be returned.